Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had to seek treatment at an emergency room due to hyperglycemia. The patient's blood glucose (bg) level was "high" (400 mg/dl). The patient reported having issues managing their bgs because their personal diabetes management's battery was allegedly not holding charge properly. Symptoms reported include leg cramping and not feeling well. Testing also confirmed that protein was found in the patient's urine. Further information regarding the event was not provided. Four good faith attempts were made to obtain additional details but were unsuccessful. If new information becomes available, this report will be updated accordingly.